Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling the cartridge with insulin. Customer¿s blood glucose ranged from 196-535 mg/dl. The cause of high bg was customer not being connected to the pump for a few hours, reportedly manual injection was administered to address the issue. Reportedly, a new cartridge was filled and loaded successfully.